Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the touch screen failed on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the touch screen failed on a trilogy evo device. There was no harm or injury reported. The device was returned to a third party service center for evaluation. During the evaluation, the device touch screen failure was not confirmed. There was dust contamination identified in the tubing and muffler assembly. The tubing was replaced to address the issue. The device passed testing and was confirmed to work appropriately.